Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured in the calcium calcified part. The button 1 and 2 remained unpressed. Therefore, manual compression was performed for 20 minutes to achieved hemostasis and patient recovered. There was no reported patient injury. The 6/7f mynx control vcd was prepared and used in accordance with the instruction for use (IFU). The mynx vcd used in transfemoral cerebral a (tfca). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock open. A non-cordis 8f procedure sheath was locked on to the sheath catch. The sealant remained in the manufacturing position, exposed to blood. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device. The results revealed a leak in the balloon. A longitudinal tear in the balloon of the returned device, approximately 2.5 mm from the balloon neck was revealed. A product history review of lot f2119402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure-in patient¿ was confirmed during analysis of the returned device. Balloon loss of pressure was caused by a longitudinal tear in the balloon of the returned device, approximately 2.5 mm from the balloon¿s neck. Vessel characteristics, such as calcium, may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. However, based on the information provided, the condition of the returned device and the investigation performed, the root cause of the tear could not be conclusively determined. In addition, an 8f procedure sheath was returned with the device which was not compatible with the returned mynx control 6f/7f. Per the mynx control IFU, procedure preparation step, it states that ¿when using a mynx control 6f/7f device, confirm that the procedural sheath is 6f or 7f with an overall length not exceeding 12 cm¿. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis, but it has yet not been received. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured in the calcium calcified part. The button 1 and 2 remained unpressed. Therefore, manual compression was performed for 20 minutes to achieved hemostasis and patient recovered. There was no reported patient injury. The 6/7f mynx control vcd was prepared and used in accordance with the instruction for use (IFU). The mynx vcd used in transfemoral cerebral a (tfca). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device will be returned for evaluation.